Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that the customer experienced elevated blood glucose levels, values were not provided. Customer declined to troubleshoot with tandem technical support.